Manufacturer narrative:
Investigation: one photo and 28 physical samples confirmed to be from batch #9060905 (p/n 309646) were received and evaluated. It was observed 27 of the samples were fully sealed blister packs containing syringes with no visible print. One of the samples was a fully sealed blister pack with nothing inside. All 28 samples were rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Machine logs indicate marker issues during production of this batch. Marker adjustments were recorded to correct issues. Potential root cause for blank barrels is likely associated with marker adjustments due to issues found during the marking process. Corrections took place at the time issues were discovered during the manufacture of this batch. It is possible that during adjustments incomplete containment of blank barrels allowed a limited number to get mixed in with the good product.

Event description:
It was reported that 28 syringe 5ml ll sp125 experienced missing scale markings. The following information was provided by the initial reporter: material no.: 309646 batch no.: 9060905 verbatim: 5ml syringe with no unit markings on the syringes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 28 syringe 5ml ll sp125 experienced missing scale markings. The following information was provided by the initial reporter: material no.: 309646, batch no.: 9060905. Verbatim: 5ml syringe with no unit markings on the syringes.